Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of burning gum in a (B)(6) female patient who received denture adhesive powder-double salt (super poligrip denture adhesive power) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started denture adhesive power-double-salt. At an unknown time after starting denture adhesive power-double salt, the patient experienced burning gum, sore throat, stomach pain, gum soreness, nausea and cardiac pain. This case was assessed as medically serious by gsk. Treatment with denture adhesive power-double salt was continued. At the time of reporting, the events of burning gum, sore throat, stomach pain, sick in stomach, and cardiac pain have resolved while the sore gums had improved. The patient mentioned that she has seen advertisements on television talking of "super poligrip being dangerous" and she asked if it was safe to use.